Manufacturer narrative:
Additional information: d4, d9, h3, h4, h6 (update codes), h11. H11: the actual device and a photograph of the sample were provided for evaluation. Visual inspection was performed on all samples which identified the tubing was separated from the second y-site (clearlink) in the downstream part. The reported condition was verified. The cause of the issue was due to improper manual assembly during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing disconnected at the second port site (clearlink) of a clearlink system continu-flo solution set. The issue occurred during normal saline infusion while trying to administer premedication via the port. The event was further described as "tubing just fell apart" and a minimal amount of premedication leaked. The port site line was immediately clamped and the tubing disconnected to resolve the issue. New tubing was connected to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.